Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: lot# unknown. A device history review could not be completed as no batch number was provided. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that during use needle leaked at the connection site with a bd precisionglide¿ needle. The following information was provided by the initial reporter: (2 of 4 complaints) reported leaking at the base of the needle where it connects to the syringe when pushing down on the syringe plunger. Did the caller insert the needle into the cartridge and encounter fill resistance? Yes, see other case issue. Product with issue: bd 26 g, 3/8" needle, pn 305110. Product lot # unknown (4/29/20); 9212458 (5/13/20). Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation.